Event description:
It was reported that the right ventricular (rv) lead had noisy episodes on the rv channel, a possible fracture and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and the impedance on the rv (right ventricular) pacing lead was beyond the expected range. It also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 13 non sustained tachycardia episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. 148 of 171 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non sustained tachycardia and abnormal lead impedance. Maximum v pace impedance rises from an approximate baseline of 750 ohms to greater than 1400 ohms on (B)(6) 2013. All impedances are undefined on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.